Event description:
The surgeon attempted to use the lap band port applier after placement of the lap band and the applier misfired. The MFR response has been that they have not returned our emails as of today.